Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened. The philips remote service engineer (rse) analyzed the system remotely and confirmed that system had a black screen intermittently. Quotation has not been accepted by the customer and service has not been provided. No work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the screen turned black on the system. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.